Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Provider reported she heard patient say "excuse me" at the same time she overheard the ECMO (extracorporeal membrane oxygenation) pump beep. The provider went into the room and saw the patient was bleeding from the johnny, specifically from the patient's left groin. A nurse help pressure to the left groin. It was discovered the male adapter was disconnected. Md at bedside, clamped ECMO circuit and adapter replaced.